Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing and the lens was damaged. Review of the event history log showed an occurrence of the reported issue. Functional testing involved powering up the pump and running a motor test and showed the device exhibited the reported issue. The investigation determined that the camshaft flex circuit not functioning was the cause of the reported issue. The camshaft flex circuit was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump gave " error 41622". It was reported that there was no patient involvement in the reported event.